Event description:
It was reported that the pod was filled and then placed on the table in order to prepare the site, but the needle mechanism deployed before applying the pod. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.